Manufacturer narrative:
At this time, the lead will continue to be monitored as the patient only requires atrial pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements, including out of range measurements, one day post implant. Sensing and threshold measurements were good and stable. Impedance measurements were later noted to be in the 1,200 ohm range however the capture threshold increased. An x-ray was performed and no anomalies were noted. No adverse patient effects were reported.